Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.

Event description:
The customer contact reported a leak of a chemotheraputic agent. The nurse connected a syringe containing an unspecified concentration of fluorouracil to the clave secondary port of the plumset. After the pump was programmed, the nurse noted fluorouracil was leaking from a crack in the clave secondary port. The pump was powered off and the tubing set was clamped. It was reported that the estimated 1ml of fluorouracil that leaked was cleaned up according to the facility's protocol. The syringe, plumset, and fluorouracil were replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.